Event description:
Post open heart-sternotomy, one of two catheters were attempted to be removed - one catheter came out completely, while the second catheter met resistance and broke - an approx six (6) inch segment remained inside the pt. The risk management department indicated that they have elected to leave the broken segment in place and not remove it. Currently, the pt is doing fine according to risk management.